Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a right side "capsular contracture" baker grade iii", "lobulated edge", and "liquid between the folds", "progressive rigidness". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade iii", "lobulated edge", and "liquid between the folds", "progressive rigidness".

Event description:
Healthcare professional reported a right side "capsular contracture" baker grade iii", "lobulated edge", and "liquid between the folds", "progressive rigidness". The device remains implanted.